Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose level ranged from 125-148 mg/dl. The customer reverted to insulin pens for insulin therapy.